Event description:
The user facility reported that on 11/17/2024, the belmont rapid infuser ri-2 was used during CPR, bedside surgery, and the first round of a massive transfusion protocol initiated in the surgical ICU. 1l ns and four (4) units of packed red blood cells (prbcs) were successfully administered through the patient's right femoral cordis using the device. When a second massive transfusion protocol was initiated, the device displayed system error message # 102 midway through the infusion of the first unit of prbcs. The tubing was flushed with saline and the device was restarted; however, the error persisted. Unable to use the device, the healthcare team manually applied pressure to the blood products to ensure rapid infusion until a replacement device with obtained. Disposable discarded with biohazard waste as per hospital protocol. No error/malfunction event occurred with the disposable tubing.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was not returned to belmont for evaluation. The user confirmed that the disposable set involved in this incident was discarded therefore could not be sent for review. Although the patient involved in this incident expired, the user facility confirmed that device did not cause or contributed to death. A 102 error message is generated to alert the user of the condition of the device. Infusion can be continued through other means. There is no indication of the use of contraindicated fluids. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger may become overheated and cause an over temperature / overheating issue. Additional information was provided that after the unit displayed an error 102, the users flushed the tubing with saline, restarted the device, however the error persisted. The users manually applied pressure to the blood products until a replacement device was obtained. In the event of an error 102, the ri-2 user manual states "discard disposable and blood. Restart system with a new disposable. Service machine if error persists." Belmont informed the user to discard both the disposable set and blood before continuing use of the device in the event of a 102 alarm. The user will lose the ability to infuse the patient with the ri-2 during the error. A 102 alarm is generated to alert the user of the condition of the device. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The user will lose the ability to infuse the patient during the event. Evaluation: the cited unit was tested by a belmont service technician. The reported issue of a system error 102 over temperature could not be reproduced after extensive testing. The device history was reviewed, and no other issues were identified. The disposable set was not available for investigation, therefore a thorough investigation into the set could not be performed. All 3- spike disposable sets are 100% leak tested and visually inspected prior to release. The device was system tested and passed with no issues. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.